Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission after receiving multiple inappropriate shocks. It was noted that the patient's competitor's atrial lead and the right ventricular lead exhibited noise. The noise could not be reproduced with isometrics. Upon chest x-ray it was noted that the competitor atrial and the old right ventricular leads were damaged. It was suspected that the noise could be a result of a short in the device header. The implantable cardiac defibrillator was explanted and replaced. The leads were capped and replaced on (B)(6) 2018. During the procedure it was noted that the left ventricular lead tip kept separating from the rest of the lead. The lead was also capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.